Manufacturer narrative:
The intuitive surgical inc., (isi) quality engineering (qe) team re-evaluated the reported complaint for root cause determination. While a definitive root cause cannot be determined since the affected product was not returned for failure analysis and there was no field service engineer (fse) visit required, a potential root cause may be attributed to improper setup, likely related to the arms assignment and endoscope alignment.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a mismatch on the universal surgical manipulator (usm) assignments. The control assignments for the usm1 and 3 were swapped, the customer manually reassigned the usms to resolve the issue. The customer noted that they rebooted the system after the case. The technical service engineer advised the customer that the issue was likely related to the endoscope roll assignment and rebooting the system was the proper resolution. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon noted that the issue was as if working through a mirror. The customer recorded the endoscope (B)(6) as the instrument involved for further monitoring but confirmed it would stay in rotation. The endoscope orientation was incorrect and caused a reverse motion of the arms compared to the intended motion. The customer did reassign the arms and controllers to complete the case; the reassignment was corrected with the power cycle after the case. The case was completed without any injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by the customer rebooting the system. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.